Event description:
Patient was revised to address original cup placement resulting in pain. Osteolysis was discovered. Update: (B)(4) 2013- medical records and x-rays received. The correct doi was provided, (B)(6) 2005. There is no new additional information that would affect the MDR decision.

Event description:
Pt was revised to address original cup placement resulting in pain. Osteolysis was discovered.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving additional information. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The devices associated with this report were still not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made. Medical records and x-rays were received. Physician states in the revision operative report that the acetabular component was in a vertical and anteverted position. Malpositioned acetabular cups can increase the contact zone between the head and the rim of the liner causing edge loading, which adversely affects loading of the bearing and can lead to increased wear rates. Based on the performed investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Update rec'd (B)(4) 2013 - pfs and medical records received. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 1869186 or zp2gr1. A search of the complaint database search finds one additional reported incident against lot code 1881125 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Ppf alleges dislocation, metallosis, metal wear and elevated metal ions. Stem has been added to the complaint due to the alleged elevated metal ions.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. Based on the inability to find any additional related reports against the provided product code/lot code combination it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. Per (B)(4) a medical record review is not required for this complaint record. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary.